Event description:
Patient revised to address osteolysis, polyethylene wear, and loose acetabular cup.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the requested device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be re-opened.